Event description:
Patient walking and felt a pop in his foot. Patient was revised.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident could be confirmed, since we received x-rays showing the broken device. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. The anchorage plate breakage was caused by patient related. It was reported that ¿patient walking and felt a pop in his foot¿ within 6 weeks after implantation. Moreover, the patient is obese ((B)(6)) and diabetic. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Patient walking and felt a pop in his foot. Patient was revised.